Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure to receive two leads (from the same lot). Intra-op, the patient was unable to receive adequate coverage. As a result, the doctor decided to abort the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.